Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt came into the hosp and stated that they were having difficulty breathing. Power fluctuations were noted and an echo was performed. The pt deteriorated and was intubated. A decision was made to exchange the lvad pump with another lvad pump due to suspected thrombus.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.